Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse utilized product support and found the master supervisory controller (msc) needed to be reprogrammed. Fse had to reprogram twice and then utilized product support to further assist. Fse then completed 10x reboots and there were no issues. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 40096 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming the msc.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, clinical sales manager (csm) called technical support regarding a message to restart the system. Site had 40096 error on the screen. Technical support engineer (tse) had site do hard restart of vsc and reseat fiber cables with no change and call ended. System was hard power cycled with all cables disconnected and the error persisted. The procedure was aborted with no patient involvement.